Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12811. It was reported that the patient presented in clinic. Upon interrogation it was noted that the right ventricular lead exhibited high pacing lead impedance. It was also noted that the atrial lead exhibited noise. Both leads were capped and replaced on (B)(6) 2019. The patient was stable.